Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited multiple auto mode switch episodes. Review of the electrograms revealed noise on the atrial channel. The noise could not be reproduced with isometrics. The patient's condition was good. The physician elected to take no action at this time.